Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Additional information was received stating that the product is in the box of instruments corail and the manager in cali already changed it. The surgery time was not extended. The tip seemed broken and they already changed it. There were no more problems, the surgery happened correctly and another implant impactor was used without problem. The objective of the report was to change the part and the warehouse manager already did it.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. The previous reported device code cracked is being retracted based on the additional information received. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In a bipolar hip replacement surgery today, at the (B)(6) hospital, when assembling the final corail implant, I find that the threaded internal part of the positioner does not grip the implant. That threaded tip seems to be split.